Event description:
The customer complained about a discrepant inr result involving coaguchek xs meter (B)(4) and a lab using an unknown reagent. The customer tested on meter serial number (B)(4) and the result was 6.0 inr. Within 2 hours, a venous lab test was done and the result was 4.1 inr. The customer was advised to hold their warfarin dose on the day of the test based off the meter result. The customer's condition is currently fine. There was no allegation of an adverse event. The customer's therapeutic range is 2.5-3.5 inr. Customer is not anemic and does not have antiphospholipid antibodies. The customer did not have any new illness, new medications or diet changes. No signs of bleeding or bruising were displayed by the customer. Retention test strips (286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.